Manufacturer narrative:
The insulin pump was received with blank display due to broken interface board. The operating currents are within specification. The insulin pump was received with minor scratches on liquid crystal display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump's screen went blank. The customer changed the battery, but the display did not return. The customer's blood glucose level was 187 mg/dl. Troubleshooting was declined. The product has been returned. Nothing further was reported.